Manufacturer narrative:
Complaint confirmed, the tip broke off and the fragment was not returned. No relevant features could be measured. No further abnormalities observed. The cause of the event is undetermined, however a likely cause is prying/leveraging the device during use.

Event description:
On 9/2/2021 it was reported by an arthrex employee via sems that an ar-5068-45r sutrlasso sd sft,45°rt crv,r broke off at the tip. This was discovered during a rcr on (B)(6) 2021. Surgeon was able to complete case by using a device from another manufacturer. No patient affected as the broken piece was retrieve from the patient.